Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility appears likely. However, a device investigation of the explanted device is necessary to determine a root cause. A decision regarding explantation surgery has not been made available yet.

Event description:
The recipient has had a gradual loss of functional electrode channels over the last years. The number of channels with high impedances have increased over time. Measurements taken (B)(6) 2017 showed 7 channels with high impedance. Applying pressure to the site did change impedances on a number of channels, 2 of which were then again within normal limits. From previous complaint information, is was reported that the patient was implanted post-meningitis. An integrity test is tentatively scheduled. The recipient was seen for device assessment on (B)(6) 2017. Despite requested, no additional information could be retrieved yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient has had a gradual loss of functional electrode channels over the last years. An integrity test is tentatively scheduled.